Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer had symptom related to their high blood glucose event was headache. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature information was unknown. Customer declined to troubleshoot for high blood glucose event. Infusion set had bent cannula. The device labels, including serial number and dome label stickers was missing, removed, worn, faded, or damaged following usage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged high bg's found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to confirm high bg's. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing serial number label, stained keypad, and minor scratches on lcd window. In summary, customer allegation for high bg's was not confirmed.